Manufacturer narrative:
It was reported that a dynesys cord was implanted on (B)(6) 2015 and removed on (B)(6) 2015 due to breakage. The per states (B)(4) 2015 as ¿awareness date¿ and ¿date alleged event occurred.¿ it is assumed that there is a typo in the date, it may have been (B)(6) 2016. Therefore, the time in vivo could have been between 5 days and approximately 1 month. Due to lack of information, the time in vivo shall be referred to as unknown. The event information section of the per stated the following: ¿patient felt a ¿pop¿ ,x-rays showed a loss of correction. The result of the re-exploration revealed a broken 200 lis dynesys cord. The doctor summarized that it may have been a result of over tightening with the torque driver. He admitted that he likes to go beyond indicated line.¿ the per did not indicate the position of the implant. However, according to the labeling of the received explants these were implanted in l2 to t11. No trend was identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The compatibility check was performed and showed that the product combination was approved by zimmer. X-rays analysis: on (B)(6) 2015 ap: the patient had an idiopathic scoliosis with a left thoracolumbar and right thoracic curve. On (B)(6) 2015 lateral and ap: all dynesys tl pedicle screws were implanted on the lateral side of the spine approximately in the center of each vertebral body. One x-ray showed the lumbar / thoracic spinal segments in which the dynesys system was implanted on the left side in l2 to t11. Another one showed the thoracic spinal segments in which the dynesys system was implanted on the right side in t10 to t6. On (B)(6) 2015 ap: according to the provided information this x-ray was taken after the patient heard a ¿pop.¿ there was no postoperative x-ray for comparison. Compared to the intraoperative x-ray there seemed to be changes in screw angles indicating a loss of correction. Compared to the preoperative x-ray the spine seems to have the same curvature. On (B)(6) 2016, lateral and ap: the x-rays showed the situation after the revision surgery. Ap view compared to the previous ap view indicates a reinstatement of the correction. According to the x-rays the dynesys system was implanted in l2 to t11 only on the left and in t10 to t6 only on the right side. An email dated (B)(6) 2015 states that when the sales rep and the surgeon assessed the cord after revising the patient ,the rupture had occurred right under the set screw. The retrievals were subjected to visual examination by naked eye and low power light microscope. Devices analysis: there was a longer (approximately 70 mm long) and a shorter (approximately 45 mm long) cord piece at hand. Both pieces showed a cut end and a frayed end. The junction of the frayed ends was the expected location of cord rupture. The fiber bundles of the outer cord layer were frayed and have different lengths. The inner cord layers were slightly withdrawn and have a cut appearance as well as more uniform fiber bundle lengths . On the longer cord piece, two fixation areas were visible (where the screw heads were located) and on the shorter cord piece one fixation area was clearly visible. The fixation areas were characterized by bulging of the slightly flattened cord as well as damaged bundles of fibers. According to the distance between the fixation areas it seems clear that a fourth fixation area was near the location of the rupture, but could not be specifically identified by the above described characteristics. All four set screws exhibit damage on the internal hexagon. The thread of the set screws l1 and t12 was slightly damaged. Otherwise there was nothing to report about the set screws. Root cause analysis: from the available information it could be concluded that the surgeon performed an anterior vertebral body tethering (vbt) for idiopathic scoliosis. This is off-label use of the dynesys tl system. The two cord pieces received were implanted in l2 to t11 on the left side of the spine. It is assumed that the rupture occurred where the outer layer had a frayed appearance with different fiber bundle lengths and the inner layers had a cut appearance with similar fiber bundle lengths, which implies that the failure mechanism might have been different (e.g. Different time point, different loading conditions). The fixation area was most likely located where the cord rupture is observed. Fixation areas, which could be clearly identified, shows damaged bundles of fibers. The reason for the cord rupture is unknown. The surgeon admitted that the rupture may have been a result of over tightening with the torque driver. This increases the clamping force on the cord. When using the set screw driver as described in the surgical technique the intersecting arrows on the instrument indicate proper torque. The same applies for the cord tensioner: intersecting arrows on the instrument indicate proper tension. However, as the surgical intentions of vbt differ from those of the dynesys system¿s intended uses, it is also unknown if the cord tensioning limits were observed. It is hypothesized that over tightening the set screw, over tensioning the cord and the system being in an unknown/untested loading environment as well as the patient performing a certain movement are all possible factors that could have contributed to the cord rupture either alone or in combination. There might also have been other unknown contributing factors. Conclusion summary: from the available information it can be concluded that the surgeon performed an anterior vertebral body tethering (vbt) for idiopathic scoliosis. Therefore, we consider as root cause off-label use. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a dynesys l.i.s. Fusion cord 200 on (B)(6) 2015. It was also reported: "patient felt a "pop" pod # 4. Xrays showed a loss of correction. The result of the reexploration reveled a broken 200 lis dynesys cord. The dr. Summizes that it may have been a result of over tightening with the torque driver. He admits that he likes to go beyond the indicated line." The patient underwent a revision surgery on (B)(6) 2015.